Manufacturer narrative:
The field engineering specialist determined that the root cause of the issue was due to the reaction cuvettes overflowing. The cell rinse volumes were adjusted. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable gluc3 glucose hk gen.3 result for 2 patients and a questionable albp albumin bcp result for 1 patient tested on a cobas 8000 c 702 module. The units of measurement were not provided for any of the following results. For patient 1 the initial gluc3 result was 1.9 with a repeat result of 5.1. For patient 2 the initial gluc3 result was 1.0 with a repeat result of 9.3. For patient 3 the initial albp result was 80.7 with a repeat result of 41.4. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 and albp reagent lot information was not provided.